Event description:
A patient (55 years, female) was implanted with two pdc sk devices at c5-6 and c6-7 on (B)(6) 2024. Patient had lingering pain and the surgeon was concerned about a possible infection. An exploratory revision surgery was scheduled. There were no visible signs of infection but the patient had poor bone quality. C6-7 was removed and the area swabbed for cultures, during the removal surgery the surgeon decided to remove the c5-6 level as well. The sk devices were replaced with cages and then the patient was closed and flipped and posterior fixation was added. Patient was given oral antibiotics to start while waiting for cultures to be returned.

Manufacturer narrative:
An MDR is indicated for this complaint. It was reported that a patient was implanted with two pdc sk devices at c5-6 and c6-7 on (B)(6) 2024. Patient had lingering pain and the surgeon was concerned about a possible infection. An exploratory revision surgery was scheduled. There were no visible signs of infection but the patient had poor bone quality. C6-7 was removed and the area swabbed for cultures, during the removal surgery the surgeon decided to remove the c5-6 level as well. The sk devices were replaced with cages and then the patient was closed and flipped and posterior fixation was added. A review of the dhrs found no anomalies associated with the complaint. Complaint trending found that the rate of complaints is within the level outlined in the risk documentation. A review of the risk documentation found that the hazards associated with the complaint are identified and mitigated to a level where the clinical benefits outweigh the harms. The pdc sk implants were returned for device evaluation following the removal surgery and will be evaluated using exponent's approved prodisc c evaluation protocol. The reports will be issued under pdcs-0010 and pdcs-0011. No pre-removal imaging was provided. There were no anomalies identified during the complaint investigation. The removal was completed due to ongoing pain. The submission is 1 of 2 devices involved in this event.